Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The event history log review by the presence of improper shutdown in the log. Evaluation was able to confirm the device powering off randomly. The cause was determined to be the power cord. The power cord was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turns on/off randomly was found to be improper shutdown. There was no known patient injury or medical intervention associated with this event. No additional information is available.